Event description:
The customer confirmed the reported problem did not affect the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and evaluation with correction to the initial with information inadvertently left out. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: image to be blurry due to defective cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "the patient was anesthetized and received the replacement 15 minutes later" occurred due to camera head replacement because the image was blurry. However, the root cause of the phenomenon could not be specified. Additionally, it is possible the phenomenon "poor images" occurred due to a faulty cable. The cause of the faulty cable is unknown. The root cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a poor image quality issue while using the hd autoclavable camera head. The issue was found during a procedure. The procedure was delayed, and the patient's anesthesia was extended by 15 minutes. The procedure was completed with a similar device. There were no reports of patient harm.